Manufacturer narrative:
One unused sample with lot number 706688464x was received for evaluation. After performing a visual inspection per product specification the yankauer was broken. The reported condition has been confirmed. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. According to the incident reported by our customer the issue occurs during testing; it was not specified what type of testing is performed on the product; with the information provided it was not possible determine root cause. This product was manufactured in accordance with specifications required under official documents and general inspection standards. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/23/2017. An investigation is currently under way; upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the handle and suction part separated during testing. No patient involvement.